Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was stem loosening that caused pain to the patient. Surgeon revised left side.

Event description:
It was reported that there was stem loosening that caused pain to the patient. Surgeon revised left side.

Manufacturer narrative:
The event was not confirmed as no devices were returned and a review of the provided undated x-ray by a clinical consultant indicated: insufficient medical records were received, the event could not be confirmed nor a root cause determined. Device history review: there have been no reported discrepancies for the reported lot. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because dated, serial x-rays and operative reports with findings from the revision are needed to complete the investigation for determining the root cause.